Manufacturer narrative:
Product complaint #(B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. The customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. The device was discarded; therefore, no product investigation can be performed. A manufacturing record evaluation was performed for the finished device 30187412 number, and no non-conformances related to the reported complaint condition were identified. The company is seeking this information through the event investigation. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, an intraarterial injection was performed for vasospasm. A 6fr sheath was inserted from the right femoral artery. A guiding catheter (6fr fubuki, asahi intecc) was delivered to the left internal carotid artery. A rapidtransit 150cm (601251, 30187412) was attempted to be delivered to the left middle cerebral artery (mca). However, there was a resistance felt between the complaint device and a guidewire (chikai, asahi intecc). The guidewire was replaced with another guidewire, but the same issue continued. The rapidtransit was replaced with a competitor¿s device and it was used without any problems and the procedure continued.

Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this medwatch report: b5, e1, e2, e3, g3, g6, h2 and h10. Section b5: additional information was received indicating that there was no excessive force applied to the device. No additional information is available. Section e1 - initial reporter phone: (B)(6). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, an intraarterial injection was performed for vasospasm. A 6fr sheath was inserted from the right femoral artery. A guiding catheter (6fr fubuki, asahi intecc) was delivered to the left internal carotid artery. A rapidtransit 150cm (601251,30187412) was attempted to be delivered to the left middle cerebral artery (mca). However, there was a resistance felt between the complaint device and a guidewire (chikai, asahi intecc). The guidewire was replaced with another guidewire, but the same issue continued. The rapidtransit was replaced with a competitor¿s device and it was used without any problems and the procedure continued. Additional information was received indicating that there was no excessive force applied to the device. No additional information is available. The device was discarded; therefore, no product investigation can be performed. A manufacturing record evaluation was performed for the finished device 30187412 number, and no non-conformances related to the reported complaint condition were identified. With the information available and without the product available for analysis, the reported customer complaint of ¿catheter (body/shaft) - resistance/friction-inner lumen with loss of mc cerebral target position¿ could not be confirmed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. The instructions for use (IFU) warn to never advance or withdraw an intraluminal device against resistance. The movement or force of the catheter or guidewire against resistance could dislodge a clot, perforate a vessel wall, or severely damage the catheter and/or guidewire. The exact cause of the event could not be determined. However, there are circumstances of the procedure that may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.